Event description:
It was reported that the screw head splayed due to cross threading. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Manufacture date ¿ unknown.